Event description:
The lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694965 lead implanted: 2006 (B)(6); (B)(4) stent graft implanted 2010 (B)(6); (B)(4) stent graft implanted 2010 (B)(6); (B)(4) stent graft implanted 2010 (B)(6). (B)(4).